Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified quantity of novum iq large volume pumps alarmed a false air in line alarm. It was alleged that when the alarms are triggered it is ¿always inside pump; right inside where tubing is loaded.¿ additionally reported that air in line alarms occur ¿even though no air.¿ the event occurred during an unknown process step. The departments that alleged these events were from one or more in the intensive care unit (ICU), medical/surgical, family birth, and emergency department (ed). There was no report of patient injury or medical intervention associated with this event. No additional information is available.